Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and was hospitalized for the event. The cause was unknown. The patient began treatment with intraperitoneal (ip) vancomycin and "used drug infusion" for the event. On an unreported date, the patient was discharged from the hospital and had not recovered from the peritonitis. Approximately two months later, the patient was again hospitalized for relapsing peritonitis. Approximately one month later, the patient's pd catheter was removed, the patient was recovered and was discharged from the hospital. No additional information is available.